Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- visual analysis of the returned sample revealed that traumacem v+ cement kit 10 ml was stuck as the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. A dimensional inspection was not performed for the traumacem v+ cement kit 10 ml as it's not pertaining to the complaint condition. The functional test was not able to be performed as cement was hardened. The observed condition of the components is consistent with the complaint condition. A retains test was performed by the cement manufacturer and no deviations were observed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the traumacem v+ cement kit 10 ml. The cement could have hardened due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part: 07.702.040s lot:1f53410 release to warehouse date: 02 june 2021 manufacturing site: werk selzach logistik supplier: osartis gmbh a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an osteosynthesis for trochanteric fracture of femur. During the surgery, when the surgeon finished mixing cement and tried to inject the cement in a syringe, the cement did not come out. Therefore, another cement was used, and the surgery was completed successfully with no surgical delay. Possibly, there was some cause in procedures of preparing cement. No further information is available. This complaint involves one (1) device traumacem v+ cement kit 10 ml. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j employee. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.